Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with priming the insulin pump and stated that the motor would not move forward after rewinding. He also reported shortened battery life and that the blood glucose had been erratic. He stated that he had gone to the hospital with low blood glucose of 40 mg/dl. The blood glucose reading at the time of the report was 88 mg/dl. He stated that the batteries were not previously used and that he did not excessively press buttons and that there were no unattended alarms. He stated that the drive support cap appeared normal. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He also reported that the basal rates were changed but that it did not resolve the low blood glucose issues. Nothing further was reported.